Manufacturer narrative:
Block b3: exact date unknown, event occurred about a year ago from date manufacturer was made aware. Block d6b: 2022. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8352500, model: sc-8352-50, serial: (B)(6), batch: 7024271.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to unknown reason. The patient was doing well postoperatively. The explanted products were disposed by the facility.